Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's father stated the alarm occurred when the customer was receiving a bolus delivery. The customer's blood glucose was unknown. Customer was unable to troubleshoot at the time of the call. The father declined to return the infusion set and reservoir for analysis. No additional information provided.